Event description:
Intrathecal medical therapy to be less effective than it once was. A catheter dye study showed that the catheter was patent. No rotor study was done. The pump was replaced. There was no pt injury. The pt was reported to have recovered without sequela.